Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. As the alarm occurred in the past, troubleshooting was unable to be performed. Reportedly, the pump resumed normal operation 10-15 minutes after the alarm. The customer's blood glucose level was 175 mg/dl.